Event description:
It was reported that when using the bd pyxis¿ es server users were unable to view the medication list for patients when attempting to remove medications. The customer stated that users were able to log in to the station; however, when they selected a patient, the medication list did not populate. A temporary patient was created, but the issue persisted. An inventory was performed, and the list of medications was visible. Multiple users attempted to log in, but none were able to view the medication list for patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.